Event description:
Applied dexcom7 on (B)(6) 2025, registered frequently low but when compared to blood glucose, blood glucose was within normal range 70-100. On (B)(6), device said sensory failure, replace sensor. Sensor was to be replaced on (B)(6) 2025. Removed device and contacted company who will replace device.